Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced device malfunctions characterized by alert 57 (software runtime error) and alert 61 (external flash write error) that persisted after two restarts, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported changes in blood glucose. Outcomes included no injury and continued glycemic management on backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.